Event description:
PICC line inserted into pt's rt antecubital when removing guide wire after insertion. Guide wire appeared to have unwound. Found to be thin in the middle of shaft. With fine filament noted. PICC line clamped. Pt sent for stat cxr for foreign body.